Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2024, the patient received a low alert when the cgm reading would have already been at 42 mg/dl. The low alert was set to 70 mg/dl. The patient experienced dizziness. When a fingerstick was taken the blood glucose reading was 42 mg/dl. The patient then lost consciousness and their daughter called the emergencies. When the patient regained consciousness, she was at home with 2 paramedics. The patient had been treated with a glucose gel and was given another one when she regained consciousness. When a fingerstick was taken the blood glucose reading was 50 mg/dl. Eventually the blood glucose reading went up to 70 mg/dl and the patient did not need to go to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss under 1 hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No additional patient or event information is available.